Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-04-30 reported that the cause was unknown. The leads were revised. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(4) 2014, explanted: (B)(4) 2018, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a160, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's friend/family member and the patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lead replacement/revision, because the therapy was not as optimal as desired and they wanted to get them ¿better comfort ¿. It was confirmed that this meant they had lost its effectiveness and it wasn¿t really helping. They stated that on (B)(6) 2018 they did a trial to determine the placement of the leads before implanting the new ones. They stated that they didn¿t replace the battery, because the healthcare provider (hcp) said it sill had time on it. It was reported that the revision occurred on (B)(6) 2018. The event occurred at the end of the summer/the beginning of the fall in 2017. No further complications were reported/anticipated.